Event description:
It was reported that during a lifting procedure with resident while using a floor lift, the hanger bar detached from jib and fell to floor. Bruises were sustained. Please refer MFR report # 9681684-2014-00019.